Manufacturer narrative:
Additional information: the following information was received: the interventions are already listed in the description. This complaint is from december - no I do not have the catheter to send back.

Manufacturer narrative:
Investigation codes has been added in h6 to capture the product received in follow-up #1. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an eighty-eight-year-old patient undergoing high-risk percutaneous coronary intervention was supported with an impella cp device placed through the right femoral artery. During support, the clinical team observed a sudden loss of the placement signal and a yellow console alarm indicating that the placement signal was not reliable. Hemodynamic support remained stable, and bedside echocardiography confirmed appropriate device positioning. The patient remained on impella assistance without further issues and was successfully weaned after two days of support. The event was assessed as a reportable malfunction related to the placement signal.

Manufacturer narrative:
Corrected information provided in d9 and h11. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.